Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate results of ¿143 and 117 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with a combination of medications. On (B)(6) 2013, the patient managed his diabetes by taking food/drink accordingly after he got the reported meter readings. Within the 20 minutes range after his blood glucose reading, the patient reportedly was having symptoms of ¿dizziness, difficulty thinking, and slurred speech.¿ at the time of concern, the patient was able to take self treatment with more food/drink. During troubleshooting, the patient verified that the reported readings of ¿143 and 117 mg/dl¿ were taken within 20 minutes of each other. The results were taken from the same approve site. The unit of measurement was correctly set. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after she obtained the alleged inaccurate readings on the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.